Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es mr balloon catheter was selected for use. During the procedure, the balloon ruptured after the third inflation at 12 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.